Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 22 may 2025 that the patient presented with grade 3 functional tricuspid regurgitation (tr) , enlarged atrium and a small gap between anterior and septal leaflet for a triclip procedure. During the procedure, imaging was difficult. One triclip (40815r2031) was implanted at anterior septal region which lead to reduction in tr to few grades. Second triclip (41017r1098) was prepared to be implanted posterior to first triclip. While advancing to ventricle, the clip got stuck in anterior papillary muscle. An attempt was made to free the clip from muscles but it lead to single device leaflet attachment(slda) of first triclip (40815r2031) from septal leaflet. The second triclip was implanted in papillary muscle and the anterior leaflet. The clip was stuck with only one leaflet. 2 triclips (41206r1008; tcds0307-xtw 41018r1088 ;tcds0307-xtw)were implanted to stabilize the slda. The tr increased to grade 3-4 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported entrapment of device associated with the clip becoming caught in the anatomy (papillary muscle) resulting in device damaged by another device (caused damage) in attempts to remove the clip from the anatomy and causing slda of the first implanted clip, appears to be related to procedural conditions/user technique and difficulties with visualization. The reported image resolution poor is related to patient and procedural conditions as imaging was reported to be difficult due to an implant in the mitral valve. The reported foreign body in patient resulting in tricuspid valve insufficiency/regurgitation is associated with procedural conditions as this clip was unable to be removed from the papillary muscle and was therefore, deployed on the papillary muscle and the anterior leaflet. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.